Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated other instances when same sensor was reading 30 and 35 points off but did not recall values. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on 06/09/2016. The complaint of inaccurate cgm values was confirmed. However, a root cause for the reported inaccuracies cannot be determined.